Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Surgery- "cap of trocar came off." Patient status: "unharmed."

Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records could not be performed as no lot number was provided. Although the exact root cause of the incident could not be determined, applied medical has received reports of similar issues and has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Additional information was requested and none provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.